Event description:
Ten times over the last six months the quick release mechanism has either disconnected itself or pt has not been able to reconnect it. This connects tubing from pump to body. As a result insulin levels were raised to 500 mg/dl or above. Pt has sometimes had to change set. MFR has been notified. They know about the problem, send replacements, but problem continues with the replacements. Rptr is not satisfied with MFR response.